Event description:
When patient was waking from anesthesia he moved his leg while still in the lithotomy position, and pulled the stirrup and clamp off the or table. Patient was not injured. Clamp was not holding stirrup firmly. Clamp will be sent back to the company.======================manufacturer response for allen stirrup clamp, (brand not provided) (per site reporter)======================they will inspect the clamp when it is received and advise if the clamp was faulty or if it was not used properly.